Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the keyboard was not working. The keyboard was replaced. The keyboard mouse was operational. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000314, serial/lot #: none, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that outside of a procedure the keyboard was malfunctioning. There was no patient present.